Manufacturer narrative:
Internal complaint reference: (B)(6).

Event description:
It was reported that during set up for a total shoulder surgery, when the pedal of the spider 2 tenet was pressed, the arm collapsed. There was a back up device available and no surgical delay was reported. No patient involvement was reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).